Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator system fridge's door unable to be open. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator door had failed and was not detected on the bus. A field service engineer (fse) noticed that the rj45 port on the back of the refrigerator was pulled out of place. The fse powered off the refrigerator and replaced the cable. Once the replacement was complete, the refrigerator was powered back on and allowed to boot up. The customer then recovered the system and verified functionality, confirming that everything was working without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator system fridge's door unable to be open. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.